Event description:
It was reported that the user experienced a post-meal blood glucose rise to 264 mg/dl while using an ilet system, with glucose later observed at 154 mg/dl during the call; the user stated they performed a usual meal announcement, and an agent advised a brief pump disconnect to inspect for drops and reviewed reports indicating the only spike occurred after the meal, consistent with an inaccurate meal entry and typical postprandial excursion. Symptoms included transient hyperglycemia. Outcomes included resolution without alerts, alarms, or need for emergency care. Investigation included remote data review and a user-guided check of infusion integrity. Investigation of this case revealed no device malfunction and identified user meal announcement inaccuracy as the likely contributor to the postprandial spike. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with inaccurate carbohydrate/meal entry, and the device performed as designed.

Manufacturer narrative:
Initial.